Event description:
It was reported that during the procedure in the moderately calcified, moderately tortuous circumflex artery, after pre-dilatation using a voyager dilatation catheter, the balloon inflated very slowly during deployment of the xience v stent. Fluoroscopy revealed that the balloon was ultimately inflated at 12 atmospheres. After stent deployment, negative was pulled; however, the balloon did not deflate. A syringe was connected to the stent system and the balloon fully deflated slowly. Deflation of the balloon took approximately 1 1/2 minutes. During deflation of the balloon, the patient experience st elevations and chest pain. Upon complete deflation of the balloon, the st elevations and chest pain completely resolved. There was no report of myocardial infarction. There was no adverse patient sequela. The patient was discharged one day post procedure. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen, on the balloon, and crystallized contrast in the inflation lumen. The balloon was loosely folded. This is consistent with preparation, the stent delivery system (sds) advanced into the patient anatomy and the stent deployed. Difficulty to inflate/deflate the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, a sampling of units is destructively tested for proper balloon inflation and deflation. The total catheter length was measured and met manufacturing criteria. A new indeflator filled with contrast medium; diluted 1:1 with colored water was used in attempt to inflate the balloon to the rated burst pressure (rbp) of 16 atmospheres (atm); however, the balloon would not inflate due to the crystallized contrast in the inflation lumen. The sds was placed in a water bath for six days in attempt to dissolve the crystallized contrast. The balloon still would not inflate due to the crystallized contrast. It is possible that the contrast mix ratio may not have been improperly diluted and could have contributed to the inflation and deflation difficulties. Contrast that is more concentrated can lead to slower inflation. It is specified in the instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. Reportedly, the patient experienced st elevation and chest pain. Angina and EKG/ECG changes are listed in the risk assessment as procedural complications associated with slow balloon deflation. In this case, the angina and EKG/ECG changes appear to be secondary effects of the difficulty deflating the balloon. Additional treatment was used to deflate the balloon using a syringe. The reported difficulties inflating and deflating the balloon appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. All stent delivery systems are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.